Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 65 mg/dl at the time of the incident. The customer was at 317 mg/dl when they went to bed, and 258 mg/dl at the time of the call. The customer was given juice and crackers to treat. The customer experienced symptoms such as shaking, sweating, cold, and feeling run down. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.